Event description:
It was reported that the doctor had a case where the lens was positioned well at the end of the case, but the next day it had rotated a full 180 degrees. There are plans to explant the lens.

Manufacturer narrative:
The device is not being sent back. Thus, a proper device analysis could not be completed, nor the reported issues confirmed. Additionally, it was stated by the customer that they are using the yamane technique to implant the lenses. This technique induces a larger amount of force while trying to position the haptics in the scleral tunnel. Our lenses are intended to be implanted in the capsular bag. Thus, the lens was being used off-label. Based on the information provided, the risk assessment for the lucia product and based on our experience and other complaints that have already been resolved we have determined that the following factors may have cause or contributed to the injection issues is but is not limited to: loading strategy; lens placement technique; accessory device support; poor handling during folding and inserting. Risk assessment has been reviewed within the technical file for hydrophobic lens. Risk assessment identifies decentration/ tilting of the iol inside the eye to potentially because by improper handling during surgery, imperfect surgical procedure. This is seen as a normal event that may result in additional surgery because of impaired vision. This is considered as a serious severity of damage that may result in injury or disability which requires surgical intervention. The likelihood of occurrence is estimated to be remote. The resulting risk is deemed acceptable. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and met all criteria for release.